Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead had dislodged. The ra lead exhibited loss of capture (loc) and high capture threshold. Subsequently, this patient underwent a revision procedure to reposition this ra lead. However, multiple attempts were made to position the lead but were unsuccessful. The physician noticed tissue stuck in the screw mechanism. The helix was suspected to be damaged. Another ra lead was successfully replaced. No adverse patient effects were reported.